Event description:
On 22-sep-2025, the user's spouse called regarding a sensor connection issue with the dexcom g7 continuous glucose monitoring (cgm) and the ilet system. The user had no alerts displayed and performed a finger stick showing blood glucose (bg) of 287 mg/dl. The agent assisted with troubleshooting, including switching cgms and restarting the ilet, which successfully reconnected to the sensor. A follow-up bg check showed 201 mg/dl, and readings appeared on the ilet. The user¿s spouse provided assistance during the call. The highest blood glucose (bg) recorded was 287 mg/dl. Bg was corrected by entering bg run mode until the sensor reconnected. No symptoms were reported during the event, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.